Manufacturer narrative:
A case of the patient fell and their leads migrated was reported to abbott. The two octrodes were explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their leads explanted and replaced on (B)(6) 2019. Issue resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-13656. It was reported that the patient's leads had migrated after the patient had fallen. Surgical intervention may take place to address the issue.